Manufacturer narrative:
Only one level of qc was tested on the day of event but it was acceptable. The field engineering specialist was unable to determine a root cause. The analyzer alarm history did not contain any conspicuous events. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high elecsys troponin t stat assay (tnths stat) result for 1 patient tested on a cobas 8000 e 801 module. The initial tnths stat result from sample a was 149 pg/ml. The initial result was reported outside of the laboratory. Three hours later a new sample, sample b, was collected and resulted in a tnths stat result of 5.14 pg/ml. Sample b was tested on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The physician, therefore, questioned the validity of the initial result and sample a was tested again resulting in a tnths stat result of 4.34 pg/ml. The repeat result of sample a was deemed correct. The tnths stat reagent lot was 41926000 with an expiration date of 30-nov-2020.

Manufacturer narrative:
This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us. The result code and conclusion code have been updated.